Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Myocardial infarction is a known potential adverse effect per the corevalve instructions for use (IFU).

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record review was performed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received additional information that 15 months post implant, the patient presented to the emergency department (ed) with chest pain. Medications and the acute coronary syndrome (acs) protocol were initiated. An electrocardiogram showed a non-st segment elevation myocardial infarction (nstemi). The patient had a known occluded right coronary artery from the transcatheter aortic valve replacement (tavr) and was unable to be re-vascularized. The patient was hospitalized for two days. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.